Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of moisture damage on the insulin pump. The customer's blood glucose level is unknown. The husband stated that the pump fell into the ocean and is not working properly. The customer will be sent a replacement pump.